Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported she was in the hospital for elevated blood glucose level. Pt stated her blood glucose level was in the 400's mg/dl range before she went to the hospital. Pt reported her blood glucose levels were in the 500's mg/dl while in the hospital and now that she is home she is getting readings in the 500 mg/dl range. Pt stated she took insulin to correct her blood glucose level and it did not cover it. Pt reported she was given an unk kind of insulin in the hospital. Pt reported the infusion set was changed yesterday. Pt does not recall when she last changed the infusion adapter. Pt's target blood glucose level is around 100 mg/dl. Pt stated she is not feeling well and is not willing to troubleshoot at this time. Advised pt to switch to her backup infusion device. Assisted pt with setting up the backup infusion device. Pt reported she is supposed to see the doctor today. On (B)(6) 2011, pt's nurse requested to have a trainer meet with the pt. Submitted a request for assistance. On follow up call on (B)(6) 2011, pt reported she met with a trainer yesterday. Pt stated while she was in the hospital they told her she had an infection. Pt reported her blood glucose is back to normal now after treatment. Pt stated she is still on the backup infusion device and will switch back after she is done with the current insulin cartridge. No product return was requested.